Event description:
5/13/94, rptr identified 4 malfunctioning heated wire ventilator circuits and notified MFR. As of 6/9/94, 16 circuits ( equal to, or greater than 20% of new circuits used) failed to heat either inspiratory or expiratory limb. This required multiple exchanges with new circuits, disrupting ventilator support of pts during early course of their ICU stay. On 5/16/94, MFR's rep claimed they were having problems with 2 lot numbers and requested that malfunctioning circuit be sent to her. On 5/18/94, MFR's rep said he would pick up malfunctioning circuits to ship to MFR. As of 6/9/94, no effort has been made to take out bad lots and replace with properly functioning units. On 6/9/94, the dir of respiratory care met with MFR's rep and was informed that there was no intent to notify users of the problems with the circuits at this time. Rptr's concern is that customers should be notified to look for problem circuits so that they can avoid placing defective units on critically ill pts. Replacing ventilator circuits after they are placed in use requires interruptions in critical life support function that should be minimized, especially at the beginning of their ventilator management. Event date shown as between 5/13/94 and 6/9/94. (*)